Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported by an eye care professional (ecp) that a female patient experienced an ulcer from wearing the complaint contact lenses. At the time of the report, the patient's eye status was unknown. Additional information was received on (B)(6) 2018 via a telephone call. The ecp reported that the patient developed a corneal ulcer in her left eye (os). The patient was prescribed with ciprofloxacin for an unspecified duration and had reportedly finished the course of the antibiotic. It was confirmed that the symptoms had resolved and that the patient had resumed contact lens wear without any issues.